Event description:
It was reported that the patient had the artificial urinary sphincter removed as it was providing less relief due to inflation issues. A new artificial urinary sphincter was implanted. No patient complications were reported.